Manufacturer narrative:
Batch review performed on 03 april 2024: lot 2328485: (B)(4) items manufactured and released on 13-nov-2023. Expiration date: 2028-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Investigation performed by medacta spine r&d project manager: according to pictures received and event description, the setscrew broke in corresponence to one of the lobes of torx t27 interface, during final tightening operation using countertorque and setscrewdriver connected to torque limiter. With data available at the moment, a certain root cause cannot be identified. Given the extremely low occurrence rate of this kind of issue, it is very unlikely that the event has been caused by a systematic defect in the batch of the setscrew.

Event description:
The set screw of must mc screw ø6x40 cannulated cracked during final tightening. The set screw could not be disengaged, so the surgeon cut and removed the rod, revised the pedicle screw and engaged a new rod. There was 20 min of delay (total surgery time 3 hours).

Manufacturer narrative:
Visual inspection performed on 22 april 2024 by medacta r&d spine project manager: the setscrew is aligned to the tulip, twisting of one portion iccurred after the breakage of the implant. Setscrew lot 2324706: no issues are related to the batch so far. Metallografic analysis confirmed that the material is according to specification. Root cause for the breakage may be lateral bending due to a suboptimal alignment of the screwdriver during final tightening. Correction: b.2 is other serious or important medical events and not required intervention to prevent permanent impairment/damage.